Event description:
It was reported "the lumen, which should be pressure-stable at 10ml/sec, shows "ballooning". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The complaint of an extension line ballooning was able to be confirmed by the photo. The photo shows the medial 1 extension line with a balloon adjacent to the luer hub. The extension line slide clamp appears closed; however, it is unknown if the slide clamp was closed at the time of injection. A complete visual inspection could not be performed as no sample was returned for analysis. R & d stated that, despite no pressure injection taking place, it is possible for a large amount of pressure to be generated to cause ballooning if the extension line is clamped or a small syringe is connected. Smaller syringes are easier to generate more pressure within the ex-tension lines than larger syringes. A device history record review was performed, and no relevant findings were identified. The customer report of a ballooning extension line was confirmed by visual inspection of the customer supplied photo. The photo shows the medial 1 extension line with a balloon adjacent to the luer hub. The extension line slide clamp appears closed; however, it is unknown if the slide clamp was closed at the time of injection. Full complaint verification testing could not be per-formed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on comments from r & d, clamping of the extension line or use of small syringes can cause excess pressure leading to ballooning. However, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "the lumen, which should be pressure-stable at 10ml/sec, shows "ballooning". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".